Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had multiple alarms in the alarm history due to corrupted history files. The pump also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
It was reported that the customer was unable to get insulin through his insulin pump. His blood glucose was 280 mg/dl at the time of reporting. After troubleshooting, it was determined that the device would need to be replaced. The insulin pump was returned. No additional information was reported.